Event description:
Per the clinic, the device was explanted on (B)(6) 2024 and the recipient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 31, 2024.

Manufacturer narrative:
Device analysis report attached.